Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that transmitter failed error occurred for transmitter (B)(6) . Data was evaluated, and the allegation was not confirmed. The probable cause could not be determined. Transmitter (B)(6) was returned and evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and a transmitter failed error for transmitter 8mfjth was found within the investigation window. The allegation was confirmed for the returned transmitter. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.